Event description:
Additional information received the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced heating sensation (discomfort) at the scs ipg site. Reportedly, the sensation lasts for approximately 2-3 hours after the ipg turned off. Patient uses a heating pad regularly near the ipg site. As a result, surgical intervention may occur later to address the issue.